Event description:
Corvocet 18g 15cm was used for a liver sample and when doctor removed the device to collect sample he noticed that there was so no sample obtained. He fired the device outside of the patient over the sterile table and noticed that it was not firing correctly and looked possibly jammed.